Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device revealed a impedance reading of >4000 ohms on all of the bipolar pairs. The patient was feeling no parasthesia and was receiving no therapy. It was unknown if the patient had had any falls/trauma. Additional information was requested.